Event description:
It was reported that non-sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The ICD was being monitored. There were no reported patient consequences.